Event description:
Three helipaq coils did not detach in the aneurysm. Once the coils were placed into the aneurysm the coil was then connected to the enpower disconnection system. The fault light indicator was green not red. The detachment button in the sterile field was pressed with no beeping heard and the coil was still attached to the device positioning unit (dpu). The steps taken to try to detach were: disconnect coil from the cable and reconnect; disconnect detachment cable and re-insert into the detachment box; no signs of water contamination was seen; re-aligned the t; turned the detachment box off and on; opened a new enpower cable; the detachment button on the detachment box also failed to disconnect the coil. The coil was then removed from the aneurysm. Note: there were 11 other micrus coils successfully deployed before and after this incident.

Manufacturer narrative:
The unidentified microcatheter was not returned. The dcb was not returned. In testing this microcoil system, the returned connecting cable identified as "a" was used during the complete testing process. It is confirmed that the detachment fiber did not receive heat and melt. The coil was returned undamaged. Using the returned connecting cable identified as "a", the coil detached on the first detachment cycle. The resistance is in specification at 51.7 ohms after detaching the coil. The detachment fiber received heat and melted as designed. The dpu passes resistance, hi-pot, and the enpower system go check light. The coil was returned undamaged. The device positioning unit (dpu) passed electrical and functionality testing. The coil was detached on the first detachment cycle using the returned connecting cable. The detachment fiber melted as designed. Laboratory testing could not duplicate the complaint event. Therefore; the root cause of the coil not detaching during the procedure cannot be determined. In addition; without the return of the detachment control box (dcb) used in the procedure; it cannot be determined if this component contributed to the complain event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action is taken. This is report 2 of 3 related to sr (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.